Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the a stent placement problem occurred. The target lesion was a dissection which originated from an eccentric smooth lesion in the minimally tortuous right superficial femoral artery (sfa). A contralateral approach was made to access the lesion and a 6x150x130 innova¿ stent was advanced over a .035¿ guidewire. The stent was deployed with no mechanical issues noted; however, a portion of the proximal end of the stent ended up in the common femoral across the profunda. The stent was not stretched or elongated. The patient did not receive additional treatment and was monitored overnight. No patient complications occurred and the patient¿s status is fine.